Manufacturer narrative:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the user got a shock when touching the device. Additional information was received which confirmed the shock was a static shock only which resulted in no tingling or damage to the user. This did not interrupt the user's work or result in any intervention. The following functional tests were performed: electrical safety test results of functional testing indicate there was no defect. Based on the information available and the testing conducted, the cause of the reported problem was not related to the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although the issue was initially reported as a serious injury, receipt of new information confirmed there was no physical damage/harm to the user which required intervention. The issue has been deemed non-reportable. Patient or user impacted by a described shock or tingling sensation during use of the device is not likely to lead to harm. Low amperage is not hazardous.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the user got a shock when touching the device. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.